Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for post laminectomy pain and non-malignant pain. It was reported on (B)(6) 2019 post surgery (B)(6) 2019) the patient called in with a severe headache. A blood patch was performed under fluoroscopy on (B)(6) 2019. A catheter access port (cap) study was performed and results were normal. The outcome of event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was spinal headache. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the etiology noted the event to be possibly related to surgery/anesthesia. No further complications were reported/anticipated.